Manufacturer narrative:
Customer service conducted troubleshooting with the customer including; verifying there was no milk backup; verifying the user was not washing or drying tubing on the pump; verifying user was using correct kit components; verifying user was washing parts according to the instructions for use; verifying user was using dry parts when pumping; disassembling, inspecting, cleaning and/or reassembling kit and tubing set; verifying the user does not have a heavy letdown; and verifying correct breast shield fit. The customer was sent a new pump and a request was made for her to return her old pump and parts for testing/analyzing. In follow up with a complaint handler on 08/19/2022, the customer indicated that she developed mastitis three weeks post partum and was prescribed an antibiotic. She indicated that she is using a symphony breast pump and her mastitis was resolved. Based on the results of our internal investigation (reference number ca11-001),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump. She additionally reported she has mastitis and is on medication prescribed by her doctor.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 09/14/2022 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed.